Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel. The noise was oversensed and resulted in inappropriate mode switches. At the time, a lead assessment was recommended and reprogramming was performed. Recently, the patient was seen again and the noise was still present. Troubleshooting was performed and after the device pocket was pressed on, the noise resolved. In addition, an increase in thresholds and jumpy pace impedances were seen. Impedances would spikes from 500 ohms to out of range values of greater than 3000 ohms. The noise was determined to be due to the minute ventilation signal, so the feature was programmed off to prevent the oversensing, and a connection issue between the device and ra lead is suspected. At this time, the system remains in service and the patient will be monitored. The ra lead is another manufacturer's product. The patient complained of feeling lethargic, but there have been no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel. The noise was oversensed and resulted in inappropriate mode switches. At the time, a lead assessment was recommended and reprogramming was performed. Recently, the patient was seen again and the noise was still present. Troubleshooting was performed and after the device pocket was pressed on, the noise resolved. In addition, an increase in thresholds and jumpy pace impedances were seen. Impedances would spikes from 500 ohms to out of range values of greater than 3000 ohms. The noise was determined to be due to the minute ventilation signal, so the feature was programmed off to prevent the oversensing, and a connection issue between the device and ra lead is suspected. At this time, the system remains in service and the patient will be monitored. The ra lead is another manufacturer's product. The patient complained of feeling lethargic, but there have been no adverse patient effects reported.